Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (concentration and dose unknown) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was refilled on (B)(6) 2015, and the hcp got 6.5 ml more than expected. The hcp wanted to see if the expected reservoir volume changed at the next refill on (B)(6) 2015. Per the hcp, at that refill appointment, they would decide whether a dye study of the catheter was needed or not. Regarding what led to the event and how the issue was identified, it was noted the patient texted the hcp that a company representative was needed at the appointment, and an appointment was scheduled for (B)(6) 2015. Diagnostics included reading the logs on (B)(6) 2015, and they were "ok". It was unknown if the issue was resolved at that time. The patient status was noted as alive-no injury. No surgical intervention occurred.

Event description:
2015-11-12 additional information was received from a healthcare provider (hcp) via a company representative. The expected residual volume was ¿like¿ 3.5 ml and the actual residual volume was 9 or 10 ml. A dye study and catheter access was done and all was good. The physician had not checked her since flex dosing.

Event description:
Additional information was reported by the company rep. The pump was replaced on (B)(6) 2015. The rep had a hard time interrogating the pump in pre-op; however the pump was able to be read and a printout was made. The catheter at the pump segment looked crimped so the surgeon put on a new pump segment. It was noted that a pre- implant pump prime was done prior to the replacement, the surgeon was able to aspirate the catheter with ease, and post implant the catheter was primed. Further follow up was done to determine the cause of the difficulty interrogating the pump and the serial number of the programmer used.

Manufacturer narrative:
The pump (B)(4) was returned for analysis. Analysis of the pump found no anomalies. Additional review determined that the \conclusion code no longer applies and has been updated.

Event description:
Additional information was reported by the company representative regarding a patient receiving clonidine (400ug/ml), bupivacaine (1 6mg/ml), and dilaudid (4mg/ml ) at an unknown flex dose. At the last two refills there had been volume discrepancies. At the last refill the actual reservoir volume (arv) was 4.4cc and the expected volume (erv) was 8.5cc. At the prior refill arv was 3.5cc and the erv was 10cc.

Manufacturer narrative:
Additional review determined that "adverse event/product problem" should be updated from product problem to adverse event and product problem.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was reported by the consumer on (B)(6) 2016. It was reported that every time the patient had a pump refill the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). This started 6 months after implant. It was noted that once the arv was double the erv.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.